Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered up normally and displayed the "verify" screen. The display was observed to be dim, fading and reddish in color. Product analysis was unable to duplicate the customer complaint. Unrelated to the display issue, the battery compartment was observed to be cracked at the threads.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that when a new battery cap had been attached to the pump, the pump beeped and chirped, a line then appeared on the screen and then there was no display. Reportedly, the same thing had occurred when the patient tried different alkaline batteries. The patient denied damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.